Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak during peritoneal dialysis therapy on the homechoice device. The patient was not connected and in prime at the time of the reported event. The leak was noted under the machine. The patient inspected all of the components and found a small cut in one of the lines next to the cassette. The technical service representative instructed to end the therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.